Event description:
A patient under went a mononuclear cell (mnc) collection using the spectra optia system. A terumo bct technical specialist was at the site at the time of the collection. The patient made a comment to her about how they had problems with his peripheral access and that he was going to need a platelet transfusion following the collection. Upon follow-up with the customer, the customer stated that a platelet transfusion post-collection is not uncommon due to medication that interferes with platelet production, but she could not confirm if a transfusion had occurred with this event. The customer stated that the patient did not talk to them about this concern. The customer declined to provide any further information about the event, including patient status and patient information. The patient gender was obtained from the terumo bct technical specialist. The customer declined to return the disposable set. This report is being filed due to medical intervention via a platelet transfusion.

Manufacturer narrative:
Investigation: the customer neither confirmed platelet loss, nor provided details on the amount of platelet loss that occurred. The machine was checked out at the customer site by a terumo bct service technician. A full autotest was run, with no issues found. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the suspected platelet loss experienced by the patient. The run data file (rdf) from this collection was reviewed for signals that would indicate a cause for the reported platelet loss in the patient. The signals in the rdf did not show any symptoms of typical causes of platelet loss. In this procedure, the collection preference (cp) was decrease to 20 from the default value the system calculated based on the patient¿s white blood cell and platelet counts. Decreasing the cp will increase the number of target cells collected, but it will put more non-target cells into the chamber (red blood cells & granulocytes) and fill the chamber more quickly. A lower cp setting can lead to more collection phases and greater platelet loss. There were 53 inlet pressure alarms during this run, which can decrease the efficiency of a procedure. Signals in the rdf indicate that the spectra opita operated as intended. Root cause: this disposable set was unavailable for specific root cause analysis. The customer was not able to confirm if a platelet transfusion actually occurred and was not able to provide more information about this procedure and patient status. The run data file was reviewed and a service call was placed, both of which indicate that the system operated as intended. A definitive root cause for suspected decreased platelets could not be determined. However, platelet loss is not uncommon with mnc collection procedures on the spectra optia® apheresis system. The degree of platelet loss may be dependent on the patient as well as procedural circumstances. Additionally, the customer noted that the medication used with this patient interferes with platelet production so it is possible that patient interaction with the medication resulted in low platelet levels and the need for a platelet transfusion.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. This supplement is being filed to modify information per FDA request.